Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml evacuated container was damaged. Prior to patient use, it was observed that the evacuated glass container arrived shattered. The box the product arrived in was not damaged but when the box was picked up the product sounded shattered. There was no patient involvement. No additional information is available.